Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the date on the pump was inaccurate, cause was unknown. There was no impact to the customer's blood glucose level. Customer corrected the date to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.